Event description:
It was reported that the tibial alignment guide pieces are not connecting correctly. There was no patient injury.

Manufacturer narrative:
The associated complaint devices was returned and evaluated. A visual examination of the returned gii tibial alignment tubes indicated moderate damage from wear/use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A functional evaluation indicated that the failure mode could not be verified as all returned devices function as intended with functional/dimensional gages. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.